Manufacturer narrative:
The following other devices were also listed in this report: delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 36763102. Accolade (127 deg) size 4.5 accolade (127 deg) size 4.5; cat# 6021-4535; lot# 37435502. Primary tritanium hemi solidback cup 56 mm; cat# 500-03-56e; lot# mjhhw3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in the supplemental report upon completion of the investigation.

Event description:
Patient called inquiring if the devices are part of the recall. Patient had left hip surgery and within 2 month he experienced pain, popping & clicking, pain in upper thigh area, ringing of ears. Allegedly lost employment due to surgery. Has not had any bloodwork completed at this time, xrays look fine.

Manufacturer narrative:
An event regarding pain in upper thigh area, ringing of ears and audible noise involving a trident liner was reported. The event was not confirmed. -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. The event could not be confirmed nor could the root cause of the reported event determined due to the minimal information received. Furthermore, as per product recall verification response it is confirmed that none of the reported devices were part of the recall. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient called inquiring if the devices are part of the recall. Patient had left hip surgery and within 2 month he experienced pain, popping & clicking, pain in upper thigh area, ringing of ears. Allegedly lost employment due to surgery. Has not had any bloodwork completed at this time, xrays look fine.